Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during checking of the devices before setting for an unknown surgery, two (2) dynamic hip screw/condylar screws (dhs/dcs) lag screw could not be used with the dhs plate. There was no patient involvement. Concomitant device reported: dhs plate (part # 281.140, lot # unknown, quantity 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is synthes sales representative. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in thailand as follows: it was reported that on (B)(6) 2019, during an unknown surgery, two (2) dynamic hip screw/condylar screws (dhs/dcs) lag screw could not be used with the dhs plate. It is unknown how the procedure was completed. It is unknown if there was a surgical delay. Patient status and surgical outcome are unknown. Concomitant medical products reported: dhs plate (part # 281.140, lot # unknown, quantity 1). This report is for one (1) dhs®/dcs® lag screw 12.7mm thread/90mm. This is report 1 of 2 for (B)(4).